Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery was not recognized on the controller and was power switching on the other battery. The battery was replaced. There was no impact to the patient.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications. The device passed visual examination but failed functional testing due to an internal communication error within the battery. The battery failed to communicate with the controller and did not provide power as intended. The most likely root cause of the reported event can be attributed to a communication error between the main integrated circuit and the integrated circuit that measures the cell pair voltages. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.